Event description:
While crossing a heavily calcified 150 mm chronic total occlusion in the superficial femoral artery, it was reported that the wildcat catheter "bounced off" calcium upon contact with the distal cap, causing a perforation in the collateral. Pedal access was achieved and a retrograde crossing of the obstruction was successful. After crossing, another device was used to remove plaque, and then balloon angioplasty was performed for about 2 minutes to resolve the perforation, with no further complications. Images post atherectomy and ballooning showed a patent vessel with normal flow. No device malfunction was reported to have occurred.